Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-15722; 2938836-2019-15724; 2938836-2019-15725. It was reported that prior to lead reposition procedure of a left ventricular lead due to dislodgement, the physician noted a small hole in previous incision and fluid draining from the wound. The doctor believed it was pocket infection thus proceeded with system extraction instead. The whole system was explanted. No complications were reported. There was no patient consequences.

Manufacturer narrative:
Analysis was normal. No anomaly was found.